Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 46 pulses, all of which were first prime pulses, before being deactivated. No timeouts, drive stalls, or alarms were observed that would have caused the device not to deploy. The device did not deploy because the entire priming sequence was not completed. No other damages or deficiencies were observed.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.